Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01100 & 3008114965-2019-01102. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a major aortopulmonary collateral artery (mapc), resistance was felt between a 2mm x 8cm galaxy g3 xsft hel coil (glx120208, l15038) and a 2mm x 6cm galaxy g3 mini coil (glm920060, l14814) with a prowler select microcatheter (mc). Therefore, the coils were replaced with other coils and the procedure was completed. The coil delivery systems or the microcatheter did not kink or bend at any time prior to use. No further information is available. A non-sterile unit galaxy g3 xsft hel 2mm x 8cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found several kinked. The introducer was inspected, and it was found unzipped but in good conditions. The re-sheathing tool was inspected, and it was found with no damages on it. Also, the marker band was found at 43cm from hub, and it was found within specification. The v-notch was inspected under microscope and it was found in good normal conditions. The rh was inspected under microscope and it was found in good normal conditions outside of the introducer. As well as the rh was found not heated. The embolic coil was inspected under the microscope and it was found stretched and tangled with the device. The functional testing could not be performed due the several kinked conditions noted on the dpu and also the embolic coil was found tangled with the device. A manufacturing record evaluation was performed for the finished device l15038 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs)-resistance/friction-during advancement with no loss of cerebral target position¿ could not be evaluated due the conditions noted on the device (several kinks). The stretched condition noted on the embolic coil and the several kinks found on the dpu contribute to the failure as reported however none of those can be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Based on the information available for review, it is possible that procedural and handling factors may have contributed to the reported event. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance and indicates that the flush should be verified in the event of resistance/friction during device advancement. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance/friction. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of a major aortopulmonary collateral artery (mapc), resistance was felt between a 2mm x 8cm galaxy g3 xsft hel coil (glx120208, l15038) and a 2mm x 6cm galaxy g3 mini coil (glm920060, l14814) with a prowler select microcatheter (mc). Therefore, the coils were replaced with other coils and the procedure was completed. The coil delivery systems or the microcatheter did not kink or bend at any time prior to use. No further information is available. Based on the analysis of the device, the embolic coil was noted to being stretched.